Manufacturer narrative:
Device received with no button response on the select button, problem isolated to keypad assembly. Device received with partially missing segments on lcd display, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer blood glucose level was 186 mg/dl. Customer stated that the up button ramping really worst. Customer stated the scroll bar was not moving with no input. Customer stated that insulin pump was exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.